Event description:
There was no patient involved in this event. Both red and green status indicators are flashing at the same time and there is a constant beeping noise coming from the device. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed in (B)(6) 2009 and performed to specification until (B)(6) 2010. The device failed a self test on this date and the recorded temperature was minus 9 degrees celsius. The device fails another self test on (B)(6) 2010 and appears to be left in fault mode until (B)(6) 2010 when a new pad-pak is inserted. A fault appears to have developed over the next few weeks as the device status indicators remain illuminated and there it emits a constant beeping sound. The fault was discovered to be a faulty q35 transistor on the printed circuit board. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.